Event description:
The customer reported that results for two samples from the same patient tested for estradiol were too low and discrepant from the patient's clinical condition. The physician did not expect the low results from the samples. All erroneous results were reported outside of the laboratory. It was asked, but the date of the event is not known. The first sample initially resulted as 40 pg/ml. This sample was repeated with a times 5 dilution and resulted as 180 pg/ml. The second sample initially resulted as 67 pg/ml. This sample was repeated with a times 5 dilution and resulted as 160 pg/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. It was asked, but it is not known what analyzer model or serial number was used for testing of the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The observation of the customer was not confirmed by the sample measurements completed during the investigation. The issue was caused by unnecessary dilution of the patient sample which was not qualified for dilution.

Manufacturer narrative:
The samples were provided for investigation and were tested on a cobas 6000 analyzer (labeled "elecsys") and a centaur analyzer. Refer to the attachment for the investigation results. The samples were tested using estradiol iii reagent lot number 179169 expiring in august 2015 and estradiol IV reagent lot number 181908 expiring in october 2015. Based on the investigation, the samples generated the correct estradiol results and were not in need of a dilution.